Event description:
Event description guidant received information that this pacemaker is attached to two unknown unipolar leads. The patient's thresholds have risen. When the caller programed the device to an appropriate 2:1 safety margin, the patient feels pectoral stimulation. There was oversensing and low amplitude intrinsic signals. Both leads were capped and replaced with bipolar leads. The unipolar pacemaker was replaced with a bipolar device. The patient is well.